Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that after having infused 1 unit of blood a leak was identified at the top of the drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer's report of a leak was confirmed. Visual inspection noted that the sample was received full of blood throughout the line. The blood was dried up inside the line and therefore functional testing could not be performed in order to replicate the customer¿s experience (since the line was severely blocked). A closer inspection noted dried up blood marks on the top cap of the drip chamber; this indicated that blood had leaked at this point. However, no defects or product issues could be noted at the drip chamber cap and at the upper tubing joints. Due to the contamination of the sample, the root cause of the reported leakage could not be determined.